Event description:
It was reported that the right ventricular lead pacing impedance was variable and high and a lead warning/lead integrity alert was triggered. A recent onset of non-sustained tachycardia events with noisy electrograms (egms) was also noted as well as oversensing. An x-ray was done and the physician felt the lead was well-seated; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product : 310c29 tissue valve (B)(6) 2009. (B)(4).